Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station is inoperable. Customer reported that they spilled coffee on the device. A field service engineer disassembled the e-drawer and cleaned up all spilled hot chocolate and found a non-functional all in one and docking board, while all other components were unaffected. The defective parts were removed and replaced. The unit was powered up into hardware test application, and all drawers and peripherals were tested successfully to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es device was inoperable. A client reported that coffee had been spilled on one of the pyxis machines and was now no longer working. Client states that the pyxis field tech has been notified. There were no adverse events or injuries reported based on this incident.